Event description:
It was reported during the implant attempt that there was difficulty while inserting the rv sense lead into the port. The chronic lead needed some added force and adipose lubrication to fit. The device was not used. No patient complications were reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.